Event description:
It was reported that when using the bd pyxis¿ medstation¿ es smart remote manager, station was rebooted but had no success in recovery and required maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was rebooted but no success in recovery and required maintenance. A field service engineer powered off the device and reseated all connectors, ran hardware test application (hta) again, however, the device was still not detected, and the application continued to display a disconnected status. The light emitting diodes (led) indicated bus activity with a yellow power light, but the device was not recognized, replaced the logic board with no change in symptoms, reconfigured the bus cable, after which the refrigerator was detected. The customer successfully performed an inventory. The system functioned as intended after the field service engineer repaired the device.